Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device starts up and is showing a flickering screen and error codes getting displayed. When this was noticed, the ventilator was not in use to ventilate a patient. It occurred during a startup but that is not further specified. The hamilton vigilance reporting decision strategy prescribes to report startup issues. This malfunctioning was reproducible. Whether alarms were triggered was not reported. Error codes got displayed but not reported to hamilton. The device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device starts up and is showing a flickering screen and error codes getting displayed. - when this was noticed, the ventilator was not in use to ventilate a patient. It occurred during a startup but that is not further specified. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - this malfunctioning was reproducible. - whether alarms were triggered was not reported. Error codes got displayed but not reported to hamilton. - the device log files were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During non-clinical use the ventilator went into ambient mode and alarmed with tfs. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective driver board, control board, lcd screen and front panel board. After replacing the driver board, control board, lcd screen and front panel board the device was released back into use.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device starts up and is showing a flickering screen and error codes getting displayed. When this was noticed, the ventilator was not in use to ventilate a patient. It occurred during a startup but that is not further specified. The hamilton vigilance reporting decision strategy prescribes to report startup issues. This malfunctioning was reproducible. Whether alarms were triggered was not reported. Error codes got displayed but not reported to hamilton. The device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.